Event description:
Pt in severe respiratory distress, intubated and placed on portable ventilator. Developed bradycardia, disconnected ventilator tubing noted. Portable ventilator does not have alarm. Disconnection reported to be for approx 30-60 secs. Investigation has determined user error.